Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant product: lead, implanted: unknown; lead: implanted: unknown (B)(4).

Manufacturer narrative:
Concomitant medical products: 4965-25 lead, implanted (B)(6) 2004; 4968-25 lead, implanted (B)(6) 2011. (B)(4).

Event description:
Additional information was received that the ra lead issue observed was high impedance >3000 ohms.

Event description:
It was reported that the patient had recently been given a home monitor as a result of a right atrial (ra) lead issue. Review of a remote transmission on the network indicated right ventricular (rv) lead impedance was greater than 3000 ohms. However, device interrogation revealed impedance trend was stable and within range. The patient has three epicardial leads implanted; the ra and rv leads are pacing unipolar. The patient is pacemaker dependent, and therefore this caused significant alarm amongst the team responsible for the patients care. The network shows bipolar impedance values and the lead was pacing unipolar. No changes were made to the implantable pulse generator (ipg) system. No patient complications have been reported as a result of this event.